Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any difficulties with device experienced during procedure? No difficulties experienced with device during procedure. Was the site of the bleeding identified? Surgeon stated bleeding was from gastro jejunostomy. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? They utilized both ways. Does the surgeon believe bleeding was from site where ethicon product was used? Yes, surgeon believes the bleeding was from anastomoses with gst60b reload. What is the current patient status? Unknown.

Event description:
It was reported that one day post op of a gastrojejunostomy, the patient has an ostomy bag and they are seeing dark blood in the bag and is vomiting blood. Their h and h has dropped and the patient is anemic. Patient is having a transfusion today (B)(6) 2019, they will be receiving one unit of blood.